Manufacturer narrative:
H3: evaluation anticipated, but not yet begun.

Event description:
During preparation for cardiopulmonary bypass, when the pump system was powered-up, the level sensor displayed a disconnect message, even though the sensor was connected. There was no pt involvement.